Event description:
It was reported that a pump has upstream occlusion alarm issues. There was also no reported patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming evaluation of the unit could not confirm customer's complaint of "upstream occlusion issues." However, review of the history log shows 26 occurrences of upstream occlusions. The root cause appears the spacing between the upstream pusher and the upstream sensor crystals is too wide causing the upstream sensor signal to be reduced by greater than 5% when transitioning from a clear solution such as 0.09% saline solution to 20% glycerin. By adjusting the pusher to make this spacing tighter, the sensor has less signal loss, and the response from a clear solution such as 0.09% saline to a solution such as 20% glycerin is minimal less than or equal to 5%. Upstream sensor assembly was replaced.